Manufacturer narrative:
Additional information was received, the code fdp (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
The patient suffers from chronic pain, and the patient said she suffers from pain every day. The stimulator is working for incontinence but not her chronic pain. The patient said that she was never supposed to walk and she has been through a lot. The patient said she has not lost her mind. The patient mentioned a preexisting spinal stroke. No further information was reported. 2017-aug-09 crts 3579588 (con): additional information: no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): additional information. It was reported that the patient said that her battery died and she needed a recharger and patient programmer. The patient said she did not need a full kit. The patient said foundation care sent a charger and they should know what she needed. The patient also reported her battery did not get charged because she must have forgot to charge or something. The patient suffers from chronic pain, and the patient said she suffers from pain every day. The stimulator is working for incontinence but not her chronic pain. The patient said that she was never supposed to walk and she has been through a lot. The patient said she has not lost her mind. The patient mentioned a preexisting spinal stroke. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had received a recharger, but only needed a patient programmer and wanted to return it. The patient mentioned that she was stressed, depressed and had had a stroke. No further complications were reported as a result of this event.